Event description:
A vaxcel plus dialysis catheter was placed for therapeutic purposes on an unknown date. In 2005, it was noticed that the catheter and cuff became separated and the catheter migrated out of the body. The dialysis catheter was exchanged with another unit.